Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur. This report represents the initial and final report.

Event description:
Procedure performed: robotic total laparoscopic hysterectomy. Event description: "trying to dock the robot for patient procedure. The trocar broke halfway down the shaft. 2 pieces were collected and given to the appropriate team member. The trocar was not in the patient at the time" additional information was received via email on friday (B)(6) 2017 at 9:25 am from user facility: attached pictures showed that it broke in half at the shaft. The name of the procedure is robotic total laparoscopic hysterectomy. When trying to dock the robot for pt procedure the item broke half way down the shaft, two pieces collected. Lot # is 1292159. Not sure if there are any other devices being used at the time such as the scope. The incident occurred during surgery. Type of intervention: "opened another trocar and finished the surgery" patient status: "no patient injury"